Manufacturer narrative:
Based on the available information the device remains implanted; therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient had a total ankle replacement implanted 11 months ago. The patient reports being in constant pain and the treating surgeon has no solution.